Event description:
Reportable based on device analysis completed on 23sep2014. It was reported that failure to deploy the stent occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following the insertion of a 0.014 unspecified guide wire, a 2.50x28mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. After multiple inflations to deploy the stent, the stent would not separate from the balloon. The physician pulled the device back out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations in the region of severe kinks. The hypotube broke 213mm & 230mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).